Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from france reports an event as follows: it was reported that during a dynamic hip screw (dhs) implantation procedure on (B)(6) 2021, the screw head broke while being inserted, the screw body was left in the left femur. Screw body removal is planned to occur at same time as future plate removal. Procedure was completed successfully with no delay. This report is for a 4.5mm cortex screw self-tapping 42mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes cq for evaluation. The depuy synthes cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the cortscr ø4.5 self-tap l42 sst was broken off completely from below the head, and remaining broken piece was not returned. No other issues were identified. The dimensional inspection was not performed due to post manufacturing damage. The observed condition cortscr ø4.5 self-tap l42 sst in the device was consistent with a random component failure that may have been caused by exposure to unintended force. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot number, and no non-conformances were identified. The overall complaint was confirmed as the cortscr ø4.5 self-tap l42 sst was observed to be broken. While no definitive root cause could be determined, it is probable that the cortscr ø4.5 self-tap l42 ss broke due to unexpected forces during insertion. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: sterile part: product code #: 214.842s, synthes lot #: 6l76889, manufacturing site: werk selzach logistik, release to warehouse date: 03mar2020, expiration date: 01mar2030, supplier: früh verpackungstechnik ag. Non-sterile part: product code #: 214.842, synthes lot #: 30p7935, manufacturing site: werk selzach logistik, release to warehouse date: 16dec2019, supplier: mezzovico. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.